Event description:
It was reported by repair work order that both side rail compression springs were missing potentially allowing the side rail to unlatch during use. It was further identified the head end brakes are not holding properly due to missing retaining rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.